Event description:
Due to no capture, the ela lead that was attached to this ICD was explanted. In addition, there was low impedance readings and slight noise was seen on the egm; oversensing. This ICD remains implanted with a new lead. Note: the ela lead was also reported on an MDR.

Manufacturer narrative:
(B)(4). Since the device remains implanted, the files from the programmer were reviewed. The files showed that the oversensing episodes recorded were non sustained and did not trigger any therapy. The episodes were mainly short bursts of low amplitude noise which could result from strong external interference, specific patient activities or myopotential sensing. Although the lead that was attached to this ICD was replaced and no evidence that oversensing will recur with the new lead, careful checks should be done during each follow-up. Device remains implanted.